Event description:
During a transfemoral transcatheter aortic valve replacement (tavr) procedure, a 6-french perclose device was deployed to seal the artery. The device malfunctioned and misfired. During attempt to withdraw the device, the device would not withdraw and appeared to fracture and the sheath was unable to be removed from the artery which required a cut down procedure with repair.